Manufacturer narrative:
Not explanted.

Event description:
Svd resulting in high gradients was reported in a patient with a perceval valve; however, no re-operation could be performed due to the patient's advanced age. No other information was provided at the time of reporting.

Manufacturer narrative:
Upon follow-up with the site, the site was not able to identify the patient in the reported event. As such, the serial number could not be obtained and no further information was provided. As the device remains implanted, no investigation was possible. As no investigation was possible and limited event information and clinical history were provided, the root cause of the event cannot be determined.